Event description:
Unomedical reference number: (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2022, the patient's infusion set's tubing detached/broken at site connector. At the time of the event, her blood glucose level was high, and they tried to treat it with a correction bolus via pump. The infusion set had been used for one day. Moreover, they replaced the infusion set and resumed insulin successfully. No further information available.